Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: a venous line with particles in it. Detailed inquiry description: a venous line with particles in it.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and one (1) photo were submitted to the manufacturer for evaluation. Through visual examination, a dark brown material was observed within the tubing of the venous line. Through testing, it was concluded that the foreign matter had a 93% match to pvc. The sample is not within specification; the reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The defect is a result of a failure in the production process; no inspection point was considered in the coiling process for the failure mode for embedded material or contamination. Corrective actions include creating a quality alert to notify staff and update work instructions to add the inspection criteria point by particles embedded in the tube or contaminations. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.